Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER four times in (B)(6) 2016. The patient was also hospitalized on (B)(6) 2016 due to high blood glucose. She mentioned that her heart rate increases when she experiences hyperglycemia. The patient treated via insulin pump therapy. The hospital staff only gave her heart tests. Additionally, the customer had recent low blood glucose values of 46 mg/dl twice and multiple values in the 50 mg/dl range. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.